Event description:
A nurse reported banging her head on the monitor stand during a procedure. She claimed to have pain under her eye and required an x-ray. The x-ray showed no fracture and she was able to continue working.

Manufacturer narrative:
The incident occurred on (B)(6) 2011, but not reported to the hospital's occupational health department until (B)(6) 2011. The incident was reported to a toshiba employee on (B)(6) 2011. The hospital's occupational health department filed a report with (B)(6) and recommended using brightly colored tape around the monitor boom. Results: the product was found not to be defective and performed as designed. Conclusions: the incident was caused by the hospital employee banging her head on the monitor stand.